Manufacturer narrative:
Date of report: 13jun2019. Date rec'd by MFR: 12jun2019. The customer ordered and replaced the defective front bezel to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 11jun2019, date of report : 12jun2019. The manufacturer¿s international service technician confirmed the reported issue. After numerous attempts to obtain information on the repair of this device this complaint is being closed. If further information is obtained, this complaint will be reopened. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12feb2019. No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported the touch ring does not work. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified; estimate used.